Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; a printed circuit board assembly was found out of electrical specification - rf (radio frequency) head and ECG (electrocardiogram) connectors were loose. Analysis also found the keyboard was missing and the left antenna was out of electrical specification. (B)(4).

Event description:
It was reported that there was an intermittent signal from the programmer rf (radio-frequency) head, despite changing out the rf head several times, and the keyboard door was broken. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.